Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicates the loss of capture was due to lead dislodgement.

Event description:
During a follow up, a loss of capture on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed that the lv lead had become dislodged. The lead was explanted, but not replaced due to patient anatomy. The lv channel on the device was capped and the device was reprogrammed to only pace in the right ventricle. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-33432.